Event description:
While on tour, the pt, a iddm, became ill and was hospitalized on 3/8 for diabetic ketoacidosis with a blood glucose level of 313 mg/dl. She was treated with IV insulin and saline and released 3/10. She continued on her tour and was again hospitalized on 3/12 for elevated glucose. The pt was treated with sliding scale insulin, magnesium and potassium and released 3/15. A glycosylated hemoglobin a1c test done on 4/24 was 13.8, belying the reported one touch results of 10 mmol/l or less. A comparison was performed on 4/4 with a one touch basic meter. The one touch meter read 13.5 mmol/l while at the same time the one touch basic meter read 23.1 mmol/l. The meter is allegedly cleaned according to MFR's recommendations and was in calibration on 4/24, reading 4.0 within a range of 3.8-5.1.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and after testing the device, have not been able to verify a device malfunction. The meter read outside of its labeled calibration range upon receipt at co. The meter had not been properly cleaned; there was dried blood present on the optic window. When the meter was tested as received, the meter did meet the product performance specifications. After cleaning the meter optics per the instructions in the one touch owner's booklet, the meter read within calibration range. Co concludes that the alleged inaccurate low test results were due to the user's failure to properly clean and maintain the meter and failure to perform daily calibration checks which are intended to detect this type of condition, as instructed in the product labeling. At this point co investigation of this matter is closed.